Event description:
The customer reported eye irritation and under-eye reaction. Gp advised to stop using mask and prescribed cream for eyelids.

Manufacturer narrative:
The event was not reported within the required reporting timeframe due to delayed internal escalation. Upon identification, the complaint was immediately evaluated for reportability and submitted. A supplemental report will be submitted once investigation occurs.